Event description:
It was reported the patient programmer was not turning on at all since last night. It was also reported sometimes stimulation turned off by itself and the patient used the patient programmer to turn stimulation back on. Every couple weeks or sometimes once or twice per week stimulation would turn off. The patient was not feeling stimulation at the time of the report, but felt stimulation yesterday afternoon. The patient charged on sunday. She had to use a recharger to check therapy and found the implantable neurostimulator (ins) was not on and the ins recharger was not charged and the ins was ¿very low.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type recharger, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37092, lot# 246050001, implanted: 2010-(B)(6), product type accessory, product ID 39565-65, serial# (B)(4), implanted: 2010-(B)(6), product type lead. (B)(4).